Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). It was calcified with a 90% stenosis. The physician attempted to deliver the 2.75x32mm taxus express2 drug eluting stent to the rca, but was unable to cross the lesion. The stent delivery system was removed from the body, and it was noted that the stent was "lifted up." The physician used a different device to successfully complete the procedure. No pt complications were reported and the pt condition is listed as good.